Manufacturer narrative:
The reported malfunction and attributed the failure to an open wire (pin 2 patient end to pin 4 device end)-ground shield wire within the multi-function cable. The multi-function cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.